Event description:
After nearly 18 years of cochlear implant use, this pt began to report pain with stimulation. A medical examination revealed that the electrode array had migrated out of the cochlea and could be seen in the outer ear canal. Explanation and reimplantation surgery took place in 2005. The device was analyzed and the results revealed a product problem. It was reported that the device was explanted due to a "medical reason/elective explant." The pt was re-implanted with a nucleus freedom implant with a contour advance electrode.